Event description:
Matristem surgical mesh device was utilized in a colostomy reversal with colon resection procedure on (B)(6) 2014. The pt was adequately progressing and 5 days post-op, developed symptoms of nausea with elevated white count that was treated with antibiotics. An abdominal image was obtained several weeks later and revealed an abscess. The pt underwent a subsequent procedure on (B)(6) 2014 and the device was partially removed during debridement.

Manufacturer narrative:
A comprehensive investigation was immediately conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local and manufacturer operating procedures. There was no report of device failure at the time of surgery. All acel devices are supplied sterile and there is no indication that the pt infection was related to the device.